Event description:
Customer reported that the nurse stated the 8283 metal clips have cut / injured patients in the past. Nurses currently now cut the clips off the 8283 bed sensor pads to avoid patient injury.

Manufacturer narrative:
This report is based solely on the information provided by the customer. The product lot number was not provided; therefore, the device history review could not be performed. Customer report is based on the attached metal clip and not the functionality of the product. The sensor pad works as intended and continues to be put into use, however, the metal clip attached to the sensor pad is being removed to avoid further instances. A review of the complaint database did not reveal any similar events against this issue in the past two years. Therefore, it appears this complaint was an isolated event. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Ensure all parts of the system are operational before leaving patient unattended. Failure to follow these instructions could result in serious injury. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4)